Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) was consulted and discussed the advisory unipolar sensing and pacing configurations. Ts recommended an urgent generator replacement. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.